Manufacturer narrative:
The customer also indicated that the reported issue was unable to be duplicated after the call, since the autopulse platform is currently able to power up. Product in complaint was returned to zoll on 09/09/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during patient use, the autopulse platform was paused three times. After the third time, the autopulse "powered off by itself." The customer was using a li-ion battery at the time when this issue occurred. The battery was exchanged with a new one, however the issue would not resolve. No patient information was provided. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n(B)(4)) was returned to zoll on 09/9/2015. Investigation results as follows: visual inspection of the returned platform was performed and found that both front and bottom enclosures were damaged and the battery lock was bent. Additionally, the device was received with the black plastisol around the shank of the screw near the head. Note that the platform is a reusable device and was manufactured in 2007. The physical damages found during visual inspection can occur due to normal wear and tear and/or physical abuse and are not related to the reported complaint of the platform powering off. A review of the archive was performed and user advisory (ua) 44 (battery voltage too low during compression) was observed on the reported event date of (B)(6) 2015. The platform was functional tested and there were no problems or error messages noted. Further investigation indicated that the clutch plate was sticky. The sticky clutch plate is not related to the reported complaint. Based on the investigation both the front and bottom enclosures and battery lock clip were replaced. Additionally, the clutch plate was also replaced and pd board was replaced as part of service activity. In summary the customer's reported complaint that the platform powered off was confirmed during archive review. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 44 alerts the operator that the battery voltage has dropped or depleted and is below specifications. After replacement of the parts identified during visual, the platform passed all final functional testing criteria.